Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (forceps elevator not working) was not confirmed or duplicated. However, it was observed the forceps would not rise at all due to damaged forceps elevator. In addition, service found there was a leakage due to a cut on the bending section cover, the forceps elevator wire was completely cut off, the adhesive on the bending section cover was chipped, the bending section cover was discolored, the connecting tube was scratched, the coating on the connecting tube was peeled, the light guide cover glass was corroded, the suction cylinder was shaved, the protector of the universal cord on the control section side was scratched, the universal cord was scratched, the water supply connector was deformed, the scope connector was corroded, the bending angle was out of specification, there was play in the angulation knob, the light guide bundle was broken, and the plastic distal end cover was shaved. The right/left knob, and the up/down knob could not be locked securely due to deformed lock engagement lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator of the subject device was not working. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in IFU were not performed completely due to the forceps elevator malfunctioned by breakage of the k-wire, which made foreign material remain at/around the forceps elevator. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.